Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia repair procedure, while the device was being used for closure of the peritoneum, the needle broke and the suture tip fell into the patient's cavity. Needle tip was retrieved under eye view, seen and able to remove as soon as the incident took place. Opened a new packet and continued to close the peritoneum. There was no patient injury.